Event description:
Took a hair test from quest diagnostics on (B)(6) 2024 came back positive for a drug I do not use-methamphetamine then took another hair test from quest diagnostics 5 days later and it was negative hair testing is unreliable and dangerous to the public. Unknown quest refuses to share any information on the tests and what they are looking for and how they cross react with medications.